Manufacturer narrative:
The device was returned to olympus for evaluation, the evaluation found a leakage due to a perforated angulation and the coating on the connection tube peeled. The device grip was deformed and there was corrosion at the el-connector due to leakage. The faulty parts were replaced to meet olympus functional standard. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. If it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding and/or perforation. Operation: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during maintenance, the evis lucera bronchovideoscope leaked air and water from the insertion tube and bending section. Upon inspection and testing of the returned device, it was observed that the bending manipulation section and insertion tube was defective and peeled. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the bending manipulation section and insertion tube peeling likely occurred due to physical and/or chemical stress. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.